Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump may have under-delivered. The patient's blood glucose at the time of incident exceeded 400 mg/dl. The customer's blood glucose during the call was 470 mg/dl. The customer treated via manual insulin injection and insulin pump bolus. During troubleshooting, the customer stated that the amount of insulin contained in the reservoir does not match the amount displayed on the status screen. Additionally, the customer also experienced a low blood glucose value and possible over-delivery. The patient's blood glucose was 35 mg/dl at the time of incident. The customer treated with food. The customer believed an over-delivery was possible due to the inaccurate status screen depiction of their insulin amount. The customer was advised to discontinue use of the insulin pump and refer to their medically prescribed back-up plan. The insulin pump will be returned for analysis.